Manufacturer narrative:
The tsh reagent lot number is 729013. The probnp reagent lot number is 730420. The troponin reagent lot number is 642405. The expiration dates were not provided. The field service engineer (fse) observed an issue with the liquid level detection functionality of the sample probe and replaced the probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t assay, elecsys probnp ii immunoassay, and elecsys tsh assay results for 6 patient samples on a cobas e 801 module. For sample 1, the initial troponin result was 32.3. The sample was repeated twice the next day on another analyzer and the results were 65.9 and 65.6. The repeat results were deemed correct. For sample 2, the initial troponin result was 16.3. The sample was repeated twice the next day on another analyzer and the results were 44.1 and 44.0. The result of 44.0 was deemed correct. For sample 3, the initial probnp result was 51.2. The sample was repeated twice the next day on another analyzer and the results were 1282.0 and 1239.0. The result of 1239.0 was deemed correct. For sample 4, the initial probnp result was 87.1. The sample was repeated twice the next day on another analyzer and the results were 2165.0 and 2158.0. The result of 2158.0 was deemed correct. For sample 5, the initial tsh result was 2.79. The sample was repeated twice the next day on another analyzer and the results were 9.31 and 9.54. The result of 9.54 was deemed correct. For sample 6, the initial tsh result was 2.61. The sample was repeated twice the next day on another analyzer and the results were 8.46 and 8.45. The result of 8.45 was deemed correct.